Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -14.0 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On the same day, during the same surgery the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the device has been returned for evaluation but not yet evaluated.

Manufacturer narrative:
Previous: lens has been returned and not yet evaluated. Updated: lens has been returned and evaluated. Device evaluation: lens was returned dry in a microcentrifuge vial. There was clear residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).